Event description:
A surgical technician reported that the vacuum was not working (properly) in cortex mode during phacoemulsification with lens implant surgery which was completed after a 40 minute delay. It was further reported that the patient may have residual viscoelastic in the eye and was given a carbonic anhydrase inhibitor to keep the intraocular pressure down. The patient did not return (as scheduled) for additional treatment indicating to surgeon that "all is well."

Manufacturer narrative:
The company representative examined the system and could not duplicate the problem reported. A functional evaluation of the handpiece used by the customer was performed and no issues were observed as 600 millimeters of mercury was achieved consistently. Unrelated to the customer reported event, preventive maintenance was performed. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).